Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level and insulin pump still delivering insulin. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they still had active insulin it did not take it into account the amount checked care link. The insulin pump will not be returned for analysis.